Event description:
It was reported that tip detachment occurred. The target lesion was located in a coronary artery. A 185cm pt2 guidewire was selected for use. The physician was able to place the balloon and stent however, during removal, approximately 8-10mm segment of the distal tip of the wire remained in the patient's coronary artery. The end of the wire was retained in the patient's body and was not retrieved. The procedure was completed and there were no patient complications reported.